Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded low impedances on the lead. Surgical intervention was undertaken on (B)(6) 2019 wherein the lead was explanted and replaced. Effective therapy was restored post operatively.